Event description:
It was reported that patient presented to the emergency room with pectoral muscle stimulation. Low pacing lead impedance was observed on the ventricular lead. The switch feature programmed the device to unipolar pulse, and during the configuration, the patient experienced the muscle stimulation. The device was programmed to bipolar pulse to test for pectoral stimulation, and it was not present. The device will be permanently programmed to bipolar pulse configuration. Patient will be followed up normally.